Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and did not observe any signs of failure. The fse reviewed the fault logs and did not find any major failures indicated in the logs. The fse could not duplicate any problems; the iabp unit operated without any failures. No action was taken and the iabp services were completed. Safety and functionality checks all passed to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) was not working; the balloon was not inflating. The customer did not provide additional information. No error messages were reported. This report is for the primary unit used during this incident. There was no patient harm or adverse event reported.